Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was unknown. The customer stated the pump is not beeping for anything. Customer was assisted in performing self-test and passed. The customer stated the pump did vibrate during the self-test. The customer was advised to monitor pump.